Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed her set in the morning and their blood glucose level was 454 mg/dl. The customer reported that insulin was squirting out during the manual prime process. The insulin continued to drip after motor stopped during the manual prime process. They were not wearing the insulin pump during priming. Troubleshooting was performed. An infusion set change had resolved the issue. The customer declined troubleshooting for the high blood glucose. They treated the high blood glucose with a bolus from the insulin pump. The device will not be returned for analysis.